Event description:
Customer reported he was trying to insert his sensors and the serter would not release the needle. Customer tried inserting another sensor and had to use a knife to try and keep the sensor on. It ended up falling off. Customer stated that both the button presses worked, but when removing the serter it pulls out the sensor. The needle hub was stuck in the serter. Customer's blood glucose was 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.